Event description:
It was reported that a patient underwent an robot assisted radical resection of bladder cancer procedure on (B)(6) 2024 and suture was used. During the surgery, the doctor used suture to suture the patient's urethra, during the knotting and pulling process, the problem of pulling off suture needle happened. Changed another one to complete the surgery. There was no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/30/2024. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One winding former with two-needle suture combinations and seven used needles were received for analysis that pertained to product code pdp800g. This product code is a control release and contains eight strands per packet. Upon visual inspection of the used needles, the swage condition was as expected. The barrel hole of the needles was examined with magnification, and a suture piece was still attached to five needles. Besides that, damage was noted on the surfaces of the sutures probably caused by a surgical instrument. The two needle-suture combinations were visually inspected, and the swage and attachment area were noted as expected. The functional test was performed using instron equipment and the pull force was above the minimum requirements. A photo was provided and it showed one foil packet inside a plastic bag. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.